Event description:
A customer reported the tubes of a cassette were kinked, resulting in a loss of irrigation during surgery. The procedure went normally until aspiration of the viscoelastic. After implanting the lens, there was a sudden loss of the irrigation, but the aspiration continued which resulted in a loss of the anterior chamber. The surgeon thought the issue was the handpiece so the handpiece was exchanged; however the problem persisted. The cassette was exchanged and the procedure was completed without delay. The patient was reported to have a slow visual recovery due to the corneal edema caused by the double loss of anterior chamber.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).